Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the metronic minimed (B)(4).

Event description:
The customer reported sensor malfunctions initially, then stated that the insulin pump had given multiple auto off alarms, stopping insulin delivery. After troubleshooting for the lost sensor alarms, the customer discussed receiving a threshold suspend alarm. The blood glucose level during this alarm was 50-60 mg/dl. The customer advised to call the helpline back whenever such issues recurred. There was no troubleshooting for the pump. No further information was provided.